Event description:
A baxter service technician reported finding a colleague infusion pump with failure code 810:11 while verifying the air in line calibration. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).